Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "the tubes keep popping off the needle, it has been experienced with several different tube types excluding low draw." There was no report of ctad or citrate tubes involved. 200 occurrences were reported.

Event description:
It was reported that tube push off occurred during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "the tubes keep popping off the needle, it has been experienced with several different tube types excluding low draw." There was no report of ctad or citrate tubes involved. 200 occurrences were reported.

Manufacturer narrative:
H.6 investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.